Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button anomaly. The customer's blood glucose was 388 mg/dl. The customer stated the buttons was not responding. The troubleshooting was performed for button error. The customer was advised to observe time clock for one minute to verify if time advances and found that it was. The customer was advised discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.